Manufacturer narrative:
H10 h6: the shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an acl knee arthroscopy and meniscus repair, the specialist decided to perform a suspension method using the ultrabutton fixation device. When trying to drill the tunnel using the endoscopic cannulated drill bit of suspension, the drill bit did not go through; since it collided with the guide. The drill bit got damaged in the process; therefore, the tunnel to insert the ultrabutton fixation device couldn't be prepared. The specialist removed the guide and noticed it was bent. It was recommended to change to another drill bit in order to drill the tunnel, but the specialist decided to perform another technique using the biosure regenesorb interference screw. The procedure was completed with a delay greater than 30 minutes. No further complications were reported. The patient status is stable.